Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that three days after the implant impedances were "all high about 2000 and 3000." It was noted this "impacted stimulator time." It was further noted that the two programs "changed a lot" from 0.9 v to 5.6 and the second one from 2.2 to 9.1. Additional information received reported that the manufacturing representative would meet with the patient on (B)(6) 2013 to "control the impedances." It was noted there was no change with the extension, leads or the implantable neurostimulator (ins). Additional information received reported that because the patient acquired a staphylococcus aureus infection the ins and the extension were explanted. It was noted the patient received "antibiotherapy" and was scheduled for follow up with a health care professional.